Event description:
The customer reported the system failed to communicate thereby necessitating a reboot to restore functionality. It is likely the system locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.